Event description:
A malfunction was reported with the pump as it would not turn on, and the screen remained dark despite charging attempts. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.